Manufacturer narrative:
Lot # 60145752, 60145751, 60139709, 60139410, and 60124451. One (1) single-use actual sample and three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed for the four returned samples by attaching the sets to an in-house solution container and allowing saline solution to flow through the sets. All the sets were able to draw solution from the container, and no leak was observed from any of the sets. Functional testing passed with no issues noted. The reported condition was not verified for the four returned sets. Six (6) additional companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using two (2) randomly selected samples by spiking the sets into an in-house solution bag and testing for leaks. The connections were found to be secure, and no leaks or other issues were observed during functional testing. The reported condition was not verified for the six returned companion samples. One photograph of a sample was provided for evaluation. Visual inspection of the photograph did not provide enough information to confirm the issue. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 60145752, 60145751, 60139709, and 60124451. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that at least twelve sterile repeater pump tubing sets were leaking. One set was leaking from where the tubing enters the pump, four sets were leaking from where the small diameter tubing goes into the clamp, at least one set leaked after the spike dislodged from the tubing, two sets detached from the spike component leading to a leak, at least one set split where the tubing enters the pump, at least one set¿s tubing was coming loose where it enters the spike, one set was leaking ¿where the thin tube connects to the blue fixing¿, and one set leaked at the junction point between the tubing and fitting. One event involved a patient with no patient consequences, and eleven events did not have patient involvement. No additional information is available.

Manufacturer narrative:
One additional single use sample was received for evaluation. A visual inspection and functional leak test were performed with no issues noted. The reported issue was not verified. A batch review was conducted for lot 60139410 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.